Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling.

Event description:
On 3/7/2023, it was reported by a sales representative via email that (3) 8124-048 fully threaded cancellous locking screw, 4.0 mm x 48 mm, an 8124-05 fully threaded cancellous locking screw, 4.0 mm x 50 mm, and an 8128-048 partially threaded cancellous locking screw4.0 mm x 48 mm had an issue. This was discovered during a proximal humerus fracture procedure on (B)(6) 2023. No further information provided.